Event description:
Customer reported via phone, the insulin pump hasn't been used for three years and now decided to return it. Customer reported it seemed the device had moisture in the device towards the corner. Troubleshooting was performed for button error. Customer stated the button weren't working correctly and the act button has intermittent button response. Then it showed the button error alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The following cosmetic damage was noted: minor scratches on lcd window, cracked case at display window corner, cracked belt clip slot, and corroded battery tube.